Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient blood test results showed elevated metal ion levels. MRI revealed pseudotumor formation. During the revision surgery, metal stained fluid and debris were observed along with extensive abductor necrosis. Mild corrosion was found on the taper of the stem. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101100 ¿ m/l taper stem - 61772638, 00631005632 ¿ xlpe liner ¿ 61761363, 00620005621 ¿ shell - 61642330. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01887.

Event description:
It was reported that patient underwent a left hip revision approximately 6 years post implantation due to in-vivo implant corrosion, necrosis, pseudotumor/psudocapsulre, pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.